Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call a blank display. Blood glucose at the time of incident was 289mg/dl. The customer states if the insulin pump is shaken the display goes blank. The customer was sent a new battery cap to resolve the issue. The customer treated for the blood glucose level using the insulin pump. The customer stated that the insulin pump was not dropped, bumped or exposed to moisture. The customer stated that the battery compartment and spring were not damaged or corroded. Troubleshooting was not performed. The customer states he would not call back after receiving a new battery cap. It is unknown if the blank display was resolved. The device will not be returned for analysis.